Manufacturer narrative:
The device was returned to physio-control failure analysis center for further evaluation and verified the power on failure. Physio-control observed that the service wrench and empty battery icons were displayed in the readiness indicator due to a depleted battery. The battery was also further evaluated and no discrepancy was found. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the failure. It was observed that the device's battery was discharged and that the device functioned with a new battery. The customer was provided with a replacement device under warranty. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was initially reported that during a user test the device had the service wrench icon illuminated in the readiness display. Then further to evaluation. It was observed that the device would not power on and would not show any icon in the readiness display. There was no patient use associated with the event.